Event description:
The operator of a magna-clave sterilizer started a sterilizing cycle on friday evening and left the sterilizer running on the "sterilize" mode over the weekend. When the facility opened up on monday morning the operator opened the door to the sterilizer and smoke came out of the sterilizer chamber and set off the smoke detector. The instrument inside the sterilizer chamber had burned. There were no injuries reported.

Manufacturer narrative:
The magna-clave sterilizer is a manually operated device requiring the operator to monitor the sterilizer during the sterilizing cycle including changing the sterilizer from "sterilize" to "vent" when the buzzer activates at the end of the sterilization cycle indicating the sterilization cycle is complete. While the sterilizer is in the "sterilize" mode the "heat on" light will illuminate indicating the main heating elements are energized as documented in the operators manual. The maintenance department from the user facility informed palton & crane the event occurred as a result of user error because the operator did not follow the magna-clave operating instructions as well as adhere to the "warning" on the sterilizer regarding the improper operation of the device. Instead the operator started a sterilization cycle and left the sterilizer running unattended in the "sterilize" mode over the weekend and did not properly vent the sterilizer at the end of the sterilization cycle which in turn deactivates the main heating elements.